Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: according to the reporter, when closing the skin at the end of the surgery, it was found that the suture had broken. An absorbable surgical suture of the same specification was replaced to resolve the issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).